Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) experienced a loss of capture whilst in use. It was noted through follow up that the user wiggled the leads and the epg worked again. The device remained in use. No patient complications have been reported as a result of this event.